Manufacturer narrative:
P-cap locked in place properly during testing. Proceeded by using a new battery cap and a new battery. Unit powered up properly after battery installation. Unit was downloaded successfully using thump software for reference. Proceeded with the following testing to assure proper functionality of the unit. Unit successfully passed sleep current measurement, active current measurement and self test. Unit functioning properly. The adapt tool was utilized to search for any relevant alarms that may have occurred in the past. In the adapt tool pump error 53 was noted on (B)(6) 2024 at 17:13:19. (File/line number: 617/102). Per software engineering log, pump error 53 was due to the short period many messages from sg manager sent to notify ui which caused memory pool overrun and pump sw error with restart. Ui thread was preempted by other higher priority threads, which blocked ui from processing messages from sgm. In addition, pump error 4 was also noted on (B)(6) 2024 at 17:13:19. (File/line number: 32122/2690). Pump error 4 was the consequence of pe53 and was expected. Proceeded it by cutting the unit open and performing a visual inspection on electronic assemblies and connectors. All connectors were plugged in properly and no moisture damage noted on electronic assemblies during visual inspection. Isolate to software anomaly. Unit was also received with battery tube threads - cracked, cracked case-corner of belt clip rails, cracked case (battery tube), cracked case on battery side, scratched case, keypad overlay texture damage and cracked keypad overlay at select button. In conclusion, customer concern was not confirmed during testing. Unit powered up properly after battery installation and was tested successfully. No frozen screen or blank display noted. However, a critical error (pump error 53) was found in adapt history files. Pump error 53 was due to a possible software issue. Unit was received with cracked case (battery tube). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the pump had locked up and become unresponsive and had a large crack downside of the pump. Troubleshooting was not performed. The customer reported no adverse event. The event involved product(s) mmt-1884. The customer reported an issue with the pump display. No harm requiring medical intervention was reported. It was unknown whether the customer would continue using the device. No product return is required for mmt-1884.